Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Piolanti, nicola, et. Al. ¿clinical and radiological results over the medium term of isolated acetabular revision.¿ the scientific world journal, vol. 2014, no. 148592, 2014, pp. 1¿7.

Event description:
Information was received based on review of a journal article entitled, "clinical and radiological results over the medium term of isolated acetabular revision" the article addresses two (2) patients with a superficial wound infection which occurred during the in-patient stay. There has been no further information provided and the patient outcome is unknown.